Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide correction and additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, the device evaluation and the final investigation. Updated fields: b6; g1; g3; h2; h3; h6 and h11. Corrected fields: e1; e4. The device was culture tested positive by the customer. Olympus provided the following result of the culture test, performed at the third-party lab: sampling date: (B)(6) 2025. Sampling from: sampling solution instrument/biopsy/suction channel. Cfu: 3 colony forming unit (cfu). Bacterial identification: staphylococcus capitis, streptococcus mitis oralis, streptococcus salivarius. Sampling date: (B)(6) 2025. Sampling from: sampling solution instrument/biopsy/suction channel. Cfu: 1 colony forming unit (cfu). Bacterial identification: moraxella osloensis. Sampling date: (B)(6) 2025. Sampling from: sampling solution instrument/biopsy/suction channel. Cfu: 4 colony forming unit (cfu). Bacterial identification: micrococcus luteus. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. The device was tested positive by olympus; therefore, the user request was confirmed. After decontamination, the device was tested positive again. Third hygiene microbiological investigation (hmi) test was performed after repair. After the replacement of contaminated components, the device was tested positive again. An additional reprocessing was performed, and the device was tested negative. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.